Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato; guide catheter: heartrail; stent: xience alpine, synergy. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the mid right coronary artery that had no tortuosity, heavy calcification and was 90% stenosed. To accommodate for different proximal and distal vessel diameters, a xience alpine and non abbott stent were deployed. The 3.5 x 6 mm nc trek was then advanced, without resistance, to the proximal, larger stent, for post-dilatation but the balloon ruptured at 11-12 atmospheres for 4 seconds during the second inflation. The nc trek was removed, without resistance and a non abbott balloon dilatation catheter was placed, which also ruptured. Another non abbott balloon dilatation catheter was placed and the procedure was successfully completed. There was no reported clinically significant delay in the procedure. There was no adverse patient effect. No additional information was provided.